Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was sensing the patient's atrial flutter leading to inappropriate shocks. The patient was then able to be converted in clinic. This lead was then explanted. No additional adverse patient effects were reported.